Event description:
Caller reported blood glucose results of 238 mg/dl and 112 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The patient was treated in the nasolabial folds with juvederm ultra plus with lidocaine. One day later, the patient reports experiencing swelling, pain, and redness in the nasolabial folds extending up to the nose. The patient later called back and reported receiving treatment with hyaluronidase at the injection site, as well as cipro and keflex. Also pus was reported at the affected site. Follow-up with the physician notes symptoms of high skin temperature, edema at the injection site, erythema, and pain at the injection site as being resolved.